Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device did not respond when the analyze button was pressed. The rptr based their opinion on the observation that the analyze button led did not light, the leads did not switch to paddles and no display menu screens appeared. Another set of electrodes were tried and the therapy cable disconnected and reconnected. The pt was then transported to the hospital where ventricular fibrillation was assessed and the emergency department defibrillator/monitor used to defibrillate the pt. The pt ultimately did not survive.